Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2010v with no damage to the lens or patient however, the surgeon realized that patient needed a toric lens. The surgeon cut up the lens to remove it without enlarging incision and put in a toric lens. No patient injury or product malfunction. It was a surgical error.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product shows the lens is torn into pieces. Both haptics are torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.